Manufacturer narrative:
(B) (4).

Event description:
Procedure: hernia. According to the reporter, the protack gun jammed and would not fire. The staff kept trying new protacks until one would worked. The case was delayed 30 to 45 minutes due to the issue. There was no pt injury reported.